Manufacturer narrative:
(B)(4). The rod has been returned to the manufacturer for evaluation.macroscopic examination confirms rod broken. Significant damage noted on fracture surfaces. Microscopic examination of fracture surface reveals a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to cyclic bending fatigue.

Event description:
It was reported that the patient underwent a posterior surgical procedure. Sometime post op the patient heard and felt a pop in the patient. X-rays revealed a fractured rod just above right s1 pedicle screw. The patient underwent revision surgery and all hardware was removed because solid fusion had occurred. No additional patient complications were reported.